Manufacturer narrative:
The tech found a sticky substance in the latch assembly, causing the siderail to not latch. The tech cleaned the latch assembly to repair the bed.

Event description:
Info received indicates the right head siderail is not latching consistently.